Manufacturer narrative:
Based upon available information regarding the alleged incident at the time of the evaluation-- the tb4 armrests left and right: as returned: the downward pivot (hold) never collapsed during mechanical testing of both the left and right armrest. The product literature warns to not use the armrests for weight bearing purposes.

Event description:
Provider alleges as consumer stood up to transfer from his scooter to his power wheelchair, he put his hand on the armrest and it allegedly fell to the floor and consumer allegedly fell right behind it.

Event description:
Provider alleges as consumer stood up to transfer from his scooter to his power wheelchair, he put his hand on the armrest and it allegedly fell to the floor and consumer allegedly fell right behind it.

Manufacturer narrative:
Based upon available information regarding the alleged incident at the time of the evaluation-- the tb4 armrests left and right: as returned: the downward pivot (hold) never collapsed during mechanical testing of both the left and right armrest. The product literature warns to not use the armrests for weight bearing purposes

Event description:
Provider alleges as consumer stood up to transfer from his scooter to his power wheelchair, he put his hand on the armrest and it allegedly fell to the floor and consumer allegedly fell right behind it.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.